Event description:
Same case as MDR: 2134265-2013-07566; 2134265-2013-07567. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, an atlantis sr pro² was used and able to show an image. When the physician attempted to perform pullback, the motor drive unit was unable to perform automatic pullback. They reconnected the device several times but the issue was not resolved. The procedure was completed with a different catheter. No patient complications reported and the patient's status is good

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The unit meet specifications of the functional test and underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR: 2134265-2013-07566; 2134265-2013-07567. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, an atlantis sr pro² was used and able to show an image. When the physician attempted to perform pullback, the motor drive unit was unable to perform automatic pullback. They reconnected the device several times but the issue was not resolved. The procedure was completed with a different catheter. No patient complications reported and the patient's status is good